Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced two infusion set tubing hub was damaged (hub fell out of the cartridge), first event occurred one month ago and second on 9-may-2024. The infusion sets were in use for a day. The blood glucose level at the time of both events was 364mg/dl and the patient resolved it by replacing infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR , - device 2 of 2. E1: patient city: (B)(6).